Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer¿s blood glucose was 148mg/dl. Customer reverted to manual injections for insulin therapy.